Manufacturer narrative:
Other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for movement disorders. It was reported that the sensing functionality of the sensing programmer did not seem to be functioning as expected. There were no patient symptoms alleged as the only report was that the investigator was unable to upload data from the implant to the sensing programmer. As troubleshooting the sensing programmer and sptm was restarted with the device log captured. The device memory was also cleared and another recording started as an action/intervention. The cause of the event remains unknown,with the event unresolved at the time of the report. Research and development engineers are troubleshooting the issue with the clinical site. Additional information was received from a manufacturer representative (rep). It was reported that the ins was determined to be the source of the issue as the sensing programmer was functioning correctly with other devices. The issue first started on (B)(6) 2017. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the issue was due to a malfunction within the storage circuitry. It was found that the sram was corrupted. No further complications are anticipated.